Event description:
Customer reported the system is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power and interconnect tables. System operates as intended.